Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation information was received on 05/03/2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box d: device serviced by 3rdp, device avail. For eval and date returned were updated. In box g: date received by mfg was updated. In box h: device eval. By mfg, evaluation method code grid, evaluation results code grid, conclusion code grid were updated.